Event description:
Patient was brought to or with internal bleeding. Incisions were explored from surgery (femoral popliteal by pass) performed earlier. Bleeding was from opening of incision where suture was broken/ the suture was left in place and over sutereed with the same material of a larger size. Patient recovered with no further complications. Manufacturer was notified by physician. Sutures of the same lot# and s/n were examined, found to be normal. Analysis proved to inconclusive to determine a cause. The lot # of suture was removed from use as a precautionary measuredevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.